Manufacturer narrative:
Device analysis: returned product consisted of an eluvia self-expanding stent system with a 0.014 in guidewire in the device. The outer sheath, tip, inner sheath, and the remainder of the device, were checked for damage. Visual examination revealed that the handle was missing. There were multiple kinks along the outer and middle sheath. The proximal inner liner was prolapsed. Microscopic examination revealed no additional damages. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed that sheath was kinked which would have contributed to the deployment issue and stent deformation/fracture.

Event description:
It was reported that the patient underwent surgical intervention as a result of stent damage. An eluvia drug-eluting vascular stent system was selected for use in a stenting procedure. The target lesion was located in the superficial femoral artery (sfa) and was reported to be 50% stenosed with moderate calcification and standard tortuosity. The target lesion was accessed via a contralateral approach and was predilated. The eluvia system was advanced over a v-18 controlwire guidewire. When the physician attempted to deploy the stent within the sfa, approximately half of the stent was able to deploy. The stent could not be fully deployed using normal deployment mechanisms. The handle was taken apart in order to manually deploy the stent. Once the handle was opened, it was observed that the deployment mechanisms were kinked. Approximately 80% of the deployed stent was elongated and appeared fractured. As a result of the device malfunction, the patient had to undergo a full bypass surgery of the femoral artery to remove the stent. No further patient complications were reported.

Event description:
It was reported that the patient underwent surgical intervention as a result of stent damage. An eluvia drug-eluting vascular stent system was selected for use in a stenting procedure. The target lesion was located in the superficial femoral artery (sfa) and was reported to be 50% stenosed with moderate calcification and standard tortuosity. The target lesion was accessed via a contralateral approach and was predilated. The eluvia system was advanced over a v-18 controlwire guidewire. When the physician attempted to deploy the stent within the sfa, approximately half of the stent was able to deploy. The stent could not be fully deployed using normal deployment mechanisms. The handle was taken apart in order to manually deploy the stent. Once the handle was opened, it was observed that the deployment mechanisms were kinked. Approximately 80% of the deployed stent was elongated and appeared fractured. As a result of the device malfunction, the patient had to undergo a full bypass surgery of the femoral artery to remove the stent. No further patient complications were reported.